Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system as the nurse was giving the patient fluid replacement treatment the white end cap along with the heparin cap were loose on the y-shaped interface on the indwelling needle. This occurred on 4 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: noticed white end cap and prn loose during infusion process.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system as the nurse was giving the patient fluid replacement treatment the white end cap along with the heparin cap were loose on the y-shaped interface on the indwelling needle. This occurred on 4 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed white end cap and prn loose during infusion process.

Manufacturer narrative:
H.6. Investigation summary: customer noticed white end cap and prn loose during infusion process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of cap loose with lot #8262075 regarding item #383033. The master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. 178 samples were returned but no loose or leakage was found in this returned sample and the failure mode was not observed. Root cause could not be determined. H3 other text: see section h.10.